Manufacturer narrative:
Correction b5: update the quantity state that two (2) units of homechoice cassettes had the same connection issue. Additional information: h6. H10: the customer reported the sample was discarded therefore, the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the supply line of the homechoice cassette and the solution bag. This occurred during prime of peritoneal dialysis therapy. The patient further reported that "the line with the white clamp is not able to connect to the bag and it was different from the red and blue line". It was stated the blue luer connector at the end of the line is different and does not work with the solution bags. The patient checked another cassette and the same issue occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.